Manufacturer narrative:
The ortho summit plus is the hamilton microlab at plus 2 pipetter privately labeled and distributed by ortho-clinical diagnostics in another country. The microlab at plus 2 is a "second generation" microlab at pipetter from hamilton. The microlab at pipetter is the ortho summit sample handling system in the united states. Both pipetters use the same hamilton (labeled) disposable pipette tips. The operating software for the pipetters is different. Customer reported that tip one of the microlab at + 2 installed in their laboratory had failed to dispense samples or diluent as expected without generating an alarm. The field service engineer (fse) evaluated the instruments and removed, cleaned and greased the probe head on the reported problem area of the pipette assembly. Swapped detection cable 1 and 2. Another fe conducted a second visit the following day. He replaced clamp #12 as it was too damaged, replaced tube pusher #2 and exchanged detection cables #1, 2 and 3. The fse advised the local fe to change the entire external clamp during the preventative maintenance (pm). Instrument was cleaned and tested without further problem. Repairs have returned the instrument to expected operation.